Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Diligence attempts at surgery related questions and how the issue was resolved were not returned by the medical facility. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, per the field service representative (fsr), the latch was broken off the uas and the old latch was discarded.

Event description:
It was reported that latch on the red ultrasonic air sensor (uas) was starting to break. No other details regarding the nature of this event were provided.